Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling the water. After 30 minutes in manual control, the water only cooled until 12,1 celsius.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the issue was resolved. Also, investigational findings have confirmed that the device was calibrated once and an error 80 appeared. Calibration was restarted and passed. Thus, the MDR was made not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling the water. After 30 minutes in manual control, the water only cooled until 12.1 celsius. Per follow up information received via email on 07nov2023, the issue was resolved on site. A calibration was performed, and the device passed it and there was no patient involvement.